Event description:
It was reported that a spectrum pump had an issue of door latch error pump alarms close door when door is properly closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'door latch error pump alarms close door when door is properly closed' was reproduced. A review of the history log revealed multiple "door jammed!" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch faulty. Lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.